Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex therapy. On an unreported date the patient started extraneal (most recent lot number 10f01g40) 2 liter daily intraperitoneally (ip) during continuous cambulatory peritoneal dialyiss (capd). On an unreported date, the patient experienced sterile peritonitis manifested by cloudy dialysate. The reporter stated that this was an accidental finding (flaky white substance in a test tube for routine testing of dialysate) and that the date of onset was not clear, but onset could have been earliest at the end of november. The patient did not have any clinical symptoms. On (B)(6) 2010, extraneal was discontinued and the pd regimen was switched to physioneal. The patient did not receive any other therapy. After switch of pd from extraneal to physioneal, the dialysate was clear again and the patient was reported as recovering. The reporter considered the event to be related to extraneal viaflex therapy.